Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause could not be conclusively determined, but there was a possibility of failure of ccd or circuit board.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the scope communication error e216 occurred. In addition, when the angulation was operated, noise was appeared on the endoscopic image. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, an error occurred when the subject device was connected to the video system center and during the operation of the angulation, the endoscopic image of the subject device disappeared. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc confirmed the subject device and found that the reported phenomenon could not be duplicated. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. Omsc surmised that the reported phenomenon occurred due to the following causes. The electrical component of the circuit board failed due to aged deterioration, and the image output signal became unstable. Since the subject device was repaired due to water leakage in the past, it is possible that moisture (humidity) invaded the inside of the subject device and this led to aging deterioration. Since scratches, dents, etc. Were confirmed on the electrical contacts of the video connector, a temporary problem occurred in the electrical contact and the image output signal became unstable. Since scratches, dents, etc. Were confirmed on the distal end of the device, the image sensor failed due to physical stress and the image output signal became unstable.